Event description:
It was reported that during a routine follow up, this implantable cardioverter defibrillator (ICD) was noted to have an estimated explant time of one year. Seven months later, the device could not be interrogated because it had reached end of life (eol). This ICD was explanted and successfully replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.